Manufacturer narrative:
Concomitant products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found the optic, haptic torn, and pieces missing from the haptic. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer single piece lens, +23.0 diopter, but noted the lens was torn. There was patient contact but no injury. The reporter stated that lens most likely tore during the loading process and was due to a loading error. The backup lens was implanted.